Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of bruising, (B)(6) event and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The most common injection site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration and bruising. The following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, (B)(6), telangiectasis, angioedema, flu like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of ecchymosis generally varied from immediate to 5 days post injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks.

Event description:
Healthcare professional reported event noted one day after injection with juvederm ultra sc in the vermilion border, philtral columns, and oral commissures the pt developed what the healthcare professional believed to be either a bruise, (B)(6) event or hematoma in the upper right "labial mucosa." Pt was treated with levaquin and a medrol dosepak. Symptoms have resolved.